Manufacturer narrative:
(B)(4). Date sent: 9/16/2020. D4: batch #u5ch35. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. Ensure tissue has not extended (extruded) proximal to the proximal black line on the instrument. Tissue forced into the instrument proximal to the black line may be transected without staples." The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device did not trigger properly. Messer did not cut properly and the row of staples was frayed. There were no patient consequences.